Event description:
It was reported that the patient experienced a seizure following a deep brain stimulation (dbs) lead placement procedure. The cause is unknown and is not known to be device-related. However, the physician assessed the event as procedure-related. It was also noted that subsequent mris (magnetic resonance imaging) will be conducted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(4). Batch: 7102394.